Event description:
It was reported that during a surgical procedure the tip of the precise bipolar pyramid tip instrument melted during prostate dissection.the instrument tip was in contact with the prostate when the instrument tip meleted. The instrument was removed and replaced and the planned surgical procedure was completed.